Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a foreign object inside the cassette. There was unknown patient involvement.

Manufacturer narrative:
One used sample was received for analysis. Visual inspection identified a black circle outlining a grey sliver like particle, typical of bag slivers between the cassette body and bag, outside the fluid path. Additionally, two particles inside the bag of the cassette, inside the fluid path were observed. In attempts to retrieve the particulates the cassette body was cut open. During the retrieval attempt the particulate between the cassette bag and the internal bag, the internal bag was cut open and the particles inside were retrieved. The optical and infrared spectroscopic analysis of the particulates found inside the fluid path indicated the composition was consistent with that of pvc plasticized with polyesters and polyacrylates. However, the correlation was not found to exceed 90%. The customer reported issue was confirmed, however, the root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.